Manufacturer narrative:
Findings: unit received with currents in spec. No blank display. Lcd board ok. Unit unable to prime during prime test and compromised forced sensor alarm during basic occlusion test due to loose/protruded drive support disk. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked, cracked reservoir tube window and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call on (B)(6) 2017, that the insulin pump had a blank display. The customer¿s blood glucose level was 105 mg/dl at the time of the incident. Customer is a (B)(6) female and weighs (B)(6). The customer noted the damage occurred from a bump of some sorts. No troubleshooting was performed, nor treatment was administered. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.